Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. A blood patch was administered to address the symptoms and the device was removed. There have been no reports of further complications regarding this event.